Manufacturer narrative:
Based on available information this product is suspected to be a non-genuine oral-b product. Return of product has been requested. Product and production code / lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. The consumer informed the company that the product had been discarded.

Event description:
Cut gums [gingival injury]. Cut gums when the brush head jumped off [injury associated with device]. Brush heads won't stay on, brush head jumped off [device breakage]. Case description: report source: spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that oral-b brushheads, version unknown would not stay on his/her oral-b power rechargeable toothbrush handle vitality, and he/she has had to buy 3 new units just to get brush heads. The consumer reported the brush heads purchased today ((B)(6) 2017) do the same even though the package said they would fit the toothbrush, and his/her gums were cut when the brush head jumped off. The case outcome was unknown. Relevant history: none reported. No further information was provided. (B)(6) 2017 consumer follow-up via e-mail: the consumer reported he/she did not have any of the products. The last package was returned to the store, and the others had been discarded as this had been going on for some time. No further information was provided.